Event description:
The target lesion was de novo and located in the first obtuse marginal. The reference vessel diameter was 2.5mm and the lesion length was 8mm. The lesion was classified as type b1 and was not ostial. The lesion was moderately calcified and moderately tortuous. Pre-procedure diameter stenosis was 99%. The lesion was pre-dilated with a 2.0x9mm balloon at 18 atm. A 2.5x13mm cypher select plus stent was electively implanted at 20atm. The stent was not post-dilated. A 2.25 x 08mm cypher select plus stent was electively implanted at 18atm. The stent was implanted to treat a type a distal edge dissection that was noted after the first stent was implanted. The stent was not post-dilated. Both stents were overlapping. Post-procedure diameter stenosis was 0%. Per the site, the event was graded as unrelated to the cypher stents.

Manufacturer narrative:
The device is distributed outside the united states; however, it is similar to the united states prod. The prod remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.